Event description:
Lenses were dispensed to this 13 yr old pt in july, 1996 on a daily wear schedule. On 10/1/96, the pt saw an ophthalmologist who diagnosed serratia marcescens keratitis in both eyes. She was put on fml drops and ocuflox (an antibiotic) with no lens wear. The prognosis was that the pt would recover with "tiny scars" that would not affect visual acuity. The pt was seen again on 10/3 and 8. The ophthamologist had the lenses analyzed and a contaminant was identified that is commonly found in air conditioning ducts and contact lens solutions. On 10/18/96, the drops were discontinued and the pt was told she could try contact lenses again.